Event description:
A malfunction alarm was reported by the caller, which impacted the customer¿s blood glucose level. The level was displayed as "high," but it did not exceed 500 mg/dl. The customer took corrective action by administering a correction injection using multiple daily injections (mdi). Guidance was provided by technical support, which included instructions to reload the original cartridge and later reset the pump. After completing the pump reset, the customer successfully loaded a new cartridge and resumed insulin delivery.